Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had a bad sensor alert. Customer's blood glucose at time of incident was 160 mg/dl. The customer stated that bad sensor alert occurred after a 2nd consecutive calibration error. It was discussed to the customer the timing of calibrations leading to alert and calibration protocol. The customer advised to remove and change out sensor. The customer was advised to return and we will replace sensor. The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The current blood glucose value is unknown. The current sensor glucose value is unknown. The sensor glucose and blood glucose is not within acceptable range. The customer to try suggestions discussed and monitor sensor glucose performances.

Manufacturer narrative:
Sensor performed continuity resistance test, sensor passed per specifications and perform bicarbonate buffer test. Sensor passed with accurate readings. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.